Event description:
It was reported that the user experienced persistent hyperglycemia that progressed to mild diabetic ketoacidosis, coincident with a leaking insulin cartridge and a bent infusion set cannula while using the ilet system; the infusion set type was inset, and education was provided on proper cartridge loading sequence and avoiding reuse of supplies. Symptoms included high blood glucose and diabetic ketoacidosis. Outcomes included emergency evaluation and hospital admission with subsequent discharge and no reported long-term complications. Investigation included product use history review and user troubleshooting and education. Investigation of this case revealed user technique issues related to cartridge installation order and infusion set integrity, with interest in transitioning to prefilled cartridges. It was concluded that the event was consistent with hyperglycemia due to insulin delivery interruption associated with a leaking cartridge and bent cannula, with resolution after corrective actions and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.